Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was damaged by the company injector, possibly due to a bent or damaged injector. Additional information was received stating that a scratch had been noticed during loading, and the lens had been put back in the wagon wheel. There had been no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).